Event description:
Related manufacturer reference number: 2017865-2025-14337. It was reported that the patient presented for a routine generator change. During the procedure, it was noted that the right atrial (ra) lead and the right ventricular (rv) lead was difficult to be removed from the header of the pacemaker. Post procedure, it was noted that the patient had some asystole. The rv lead failed to sense. The rv lead was capped and replaced on (B)(6) 2025 and the ra lead remains implanted. The patient was discharged.